Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt experienced severe dysphotopsia and visual difficulties. The surgeon indicated that during the implant surgery, there was debris on the forceps that was transferred to the iol and he felt the debris was the cause of the pt's visual difficulties (not the dysphotopsia). Since he couldn't be sure, the iol was removed and replaced and the pt's outcome was good. At this time, the manufacturer of the forceps is unknown.